Event description:
Complainant alleged that the clinicians were treating an open heart surgery pt. The clinicians attempted to defibrillate the pt, but the device would not discharge the 30 joules of energy to the pt. The clinicians then obtained a second device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the reported malfunction was unable to be duplicated by the facility's biomedical engineering dept.